Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the rear therapy electrodes. The patient's physician recommended that the patient use cornstarch for the irritation. Follow-up attempts were unsuccessful and the outcome of the irritation is not known.